Event description:
During a pulmonary vein isolation procedure, the tip of the catheter snapped and broke. Another viewflex catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture remains unknown.